Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of carbs they consumed and delivered more insulin than needed. The customer's blood glucose level was 38 mg/dl. Carbs were consumed to address the low bg. In addition, it was reported that the basal iq software did not stop insulin delivery. Customer declined to continue troubleshooting with tandem technical support.